Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer requested to perform a pocket push load message and informed that the pocket details were; pocket 1 flumazenil (aop main), pocket 2indigotindisulfon (aop door 1 pocket 12), and pocket 3 bacitracin zinc (main drawer 5 pocket 12). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the load message for pocket 1, door 1 pocket 12 and drawer 5 pocket 12 needed to be pushed. A technical support specialist dialed into the application server, logged into the patient encounter system (pes) website, and navigated to resend messages, applied knowledge article (ka) medes: resend pocket messages (load, unload, count, etc.) And resent the load messages for all loaded storage spaces and count inventory messages for all loaded storage spaces for station. Verified the resent pocket messages using the structured query language (sql) query, confirming successful results for the inventory. The system functioned as intended after the technical support specialist troubleshot the device.